Event description:
Medtronic received a report that the pipeline flex stent tip was not opened well, was damaged and encountered resistance during retrieval. The patient was undergoing treatment of a saccular, unruptured posterior internal carotid artery communicating segment aneurysm with a max diameter of 7mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone was 4mm distally and 4.5mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was 150. The access vessel was the femoral artery with 9mm diameter. It was reported that the patient had an aneurysm of the posterior communicating segment of the internal carotid artery. The surgeon planned to use 4.75-18 pipeline flex by measuring the blood vessels. The delivery process through the marksman microcatheter was normal, but the tip was not opened well. After multiple adjustments, the tip was still y-shaped. The surgeon determined the tip was damaged and prepared to retrieve the stent. The resistance was obvious during retrieval, and the stent could not be retrieved normally. The intermediate catheter was pushed to go upper, and the stent was retrieved into the middle catheter together with the microcatheter and removed from the body. Obviously, the tip was found to be damaged, and the middle section of the stent body was stuck in the marksman tip and could not be retrieved. After replacing it with the 4.75-20 stent, the operation was successfully completed. The angiographic result post-procedure was normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or comp lications were associated with this event. Ancillary devices include a sychro200 guidewire.

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030, (228511142); product type: implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline had been placed in a vessel bend when it failed to open. Multiple retrievals were attempted to open the pipeline. Trojan technique deployment, all failed to open. There was no resistance or difficulty during advancement or deployment of the pipeline. The failure to open was in the distal tip and extended to the mid-segment. Tip deformation was evident. Force was appliedduring the attempted retrieval. A re-sheathing attempt was made. Damage to the stent was immediately visible. The marksman catheter did not show any resistance or issues prior to entrapment of the stent.

Manufacturer narrative:
Product analysis (B)(4), item:10,lotno:b772995 ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex device was returned within the marksman catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, the distal braid end, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The pipeline flex device was pushed out from the catheter with resistance. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during retrieval as the pipeline flex was returned stuck within catheter. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, based on the analysis finding, the pipeline flex could not be confirmed to have failure/incomplete to open at distal and middle section as the pipeline flex braid was found to be fully opened. Possible causes include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.